Manufacturer narrative:
(B)(4). The balance middleweight guide wire mentioned is being filed under a separate manufacturer report number. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, on (B)(4) 2013, a 014 balance middleweight (bmw) hydro guide wire was advanced into the mildly to moderately calcified, non-tortuous 1st diagonal branch of the left anterior descending (lad) coronary artery as a support wire to perform angioplasty and stenting of the lad. Pre-dilatation of the lad lesion was performed via the kissing balloon technique, followed by implantation of a 3.0x23 xience v rx stent in the lad, resulting in jailing of the bmw guide wire by the stent. Without using force, the entrapped bmw guide wire was freed with the use of another bmw guide wire without causing damage to the implanted 3.0x23 xience v rx stent. Upon withdrawing the freed bmw hydro guide wire it was noted that the tip coil had unraveled, the guide wire tip was missing, and the stub appeared to be completely frayed; approximately 50 millimeters (mm) of the tip remained in the coronary, approximately 40 mm of the tip remained inside of the diagonal, and approximately 10 mm of the tip was jailed by the stent. After an unsuccessful attempt to snare the guide wire tip, the separated guide wire tip was completely apposed for its entire length by implanting three xience v stents (with two in the 1st diagonal and one in the lad). This incident resulted in prolonged hospitalization. There were no adverse patient sequelae, however, this issue contributed to a clinically significant delay in completing the procedure. The patient was discharged (B)(6) 2013 in good condition. No additional information was provided.